Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was introduced in the intensive care unit and there was a leak between the tube to the funnel and valve. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. No alleged defective product or representative sample was returned for investigation purpose. In current manufacturing process, the catheters are subjected to 100% water leak test after funnel molding process. The catheter leak could be due to various reasons. However, in the absence of the actual complaint sample, further investigation could not be conducted and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the catheter was introduced in the intensive care unit and there was a leak between the tube to the funnel and valve. There was no patient injury.